Event description:
Nurse filled citrate tube with a syringe and exerted too much pressure into tube causing tube to break in her hand, finger was cut. First aid was given. No stiches or meds given. Blood testing confidential as per hospital policy and employee health.